Event description:
Reporter stated the infusion set tube separated from the connector, and the customer experienced hyperglycemia of approximately 20.0 mmol/l as a result. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.